Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag ndc 0338-0049-04, lot: y211912, exp: mar 18, 0.9% sodium chloride injection., therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while transferring a patient from the stretcher to the bed and when the rn was closing the tubing roller clamp the tubing separated and ns drained onto the floor. There no patient harm.

Manufacturer narrative:
The customer¿s complaint of the tubing disconnected from the drip chamber was confirmed. Visual inspection observed that vinyl tubing is separated from the drip chamber. Functional testing was not performed due to tubing separation at the component engagement. Fluid was leaking from the separation. Visual inspection under magnification observed that both sides of the vinyl tubing had an insufficient amount of bonding solvent at the tubing to drip chamber engagement. Dimensional analysis was performed on the separation vinyl tubing; the tubing measured within specification. The root cause of the tubing separating from the drip chamber was a manufacturing issue due to insufficient solvent being applied at the junction of the vinyl tubing.